Event description:
It was reported that, "pilot balloon ett failure. Initial failure may be related to agitation and possibly patient biting tube". Associated complaints 3003898360-2024-00494, 3003898360-2024-00496, 3003898360-2024-00493 and 3003898360-2024-00495.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "pilot balloon ett failure. Initial failure may be related to agitation and possibly patient biting tube." Associated complaints 3003898360-2024-00494, 30038983 60-2024-00496, 3003898360-2024-00493 and 3003898360-2024-00495.

Manufacturer narrative:
(B)(4).